Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced both hyperglycemia and hypoglycemia with an air bubble anomaly, received sensor updating and calibration not accepting alerts. The customer reported low blood glucose value of 53 mg/dl and high blood glucose value of 350 mg/dl. The customer treated hypoglycemia with glucose/carb intake and hyperglycemia with insulin pump. Troubleshooting was performed for air bubble event and the customer confirmed insulin was used with room temperature. No further patient complications were reported. It was unknown whether the customer will continue to use the device. Product return for mmt-332a is not expected.